Event description:
This case was assessed as non-serious based on initial info received from a consumer on (B)(6) 2012, and upgraded to serious based on add'l info received from the consumer on (B)(6) 2012: a (B)(6) female received therapy with poly-l-lactic acid (sculptra aesthetic) (lot number and exp date unk) for cosmetic reasons on (B)(6) 2012 (previously report as 3 months ago). This was her first and only treatment. She had poly-l-lactic acid injected into her jaws, cheeks, above her lip, and the nasal labial fold area. On (B)(6) 2012, she developed several lumps. The lumps move around, were hard and fibrous. The consumer reported that she could see one of the lumps on the right side of her jaw, which is sore, inflamed, and raised like a bug bite. She had 3 to 4 more lumps on the right side of her jaw. On the left side of her jaw she could feel lumps, but they were more mild and not as visible or annoying. Some lumps were less than 5 mm and some were greater than or equal to 5 mm. They were very hard and sensitive to touch. The right side was worse. No biopsy was performed. She was treated with injections of triamcinolone acetonide (kenalog). She saw her physician on (B)(6) 2012. As of (B)(6) 2012, the outcome of the event was ongoing. Concomitant medication includes mometasone furoate (nasonex). The consumer has no history of immunological or collagen-vascular disease. No further relevant info reported.

Manufacturer narrative:
Add'l info for poly-l-lactic acid (lot number and exp date unk) from ptc report case ID (B)(6) dated (B)(6) 2012, received by (B)(6) on (B)(6) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all sculptra batches marketed in the united states and not yet expired up to march 2012 was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, and batch 2050. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specs. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself. Add'l info received from a consumer on (B)(6) 2012: consumer's demographics, outcome of the event, event onset date, corrective treatment, concomitant medication and medical history were updated. No further relevant info provided.